Event description:
It was reported that a balloon rupture occurred. A 2.75mm x 15mm nc emerge balloon was selected for use. During the procedure, a guidezilla guide extension catheter was advanced but was unable to cross the lesion. Then, the nc emerge was used; however, it was noted that the balloon ruptured at 15atm at first inflation. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).